Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated sodium result on the alinity c processing module for one patient. The sample was repeated on another instrument with lower results. The following data was provided: sid (B)(6) initial sodium result = 164 repeat result = 141 no impact to patient management was reported.

Event description:
The customer observed a falsely elevated sodium result on the alinity c processing module for one patient. The sample was repeated on another instrument with lower results. The following data was provided: sid (B)(6), initial sodium result = 164 repeat result = 141 no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected, and performed multiple troubleshooting procedures including replacement of the worn 1ml syringe (09d41-03). Part replacement resolved the issue. No additional discrepant result issues have been reported since the parts were replaced. The 1ml syringes (09d41-03) was determined to be the likely cause of the result issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaints as related to the current complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or 1ml syringes (09d41-03) was identified.